Manufacturer narrative:
Correction: a.2.

Event description:
A user materials manager reported that a dialyzer blood leak occurred during a patient¿s hemodialysis (hd) treatment. In a follow up, the clinic manager indicated the leak occurred 32 minutes into the dialysis treatment. The blood leak was noted as being an internal blood leak. The leak was visually observed within the fibers of the dialyzer. The machine, a fresenius 2008t machine, alarmed appropriately with a blood leak alarm. Blood leak test strips were used and tested positive for the presence of blood. There was no defect or damage noted on the dialyzer. The patient¿s estimated blood loss (ebl) was approximately 300 ml. There was no patient injury or medical intervention required as a result of this event. The patient was restarted on same machine and treatment completed successfully with new supplies. The complaint device was reported to be available to be returned to the manufacturer for evaluation.

Manufacturer narrative:
Additional information: d.10.,h.3. Plant investigation: the complaint device was returned to the manufacturer for physical evaluation. The returned sample was subjected to a laboratory bubble point test. No leaks were detected. The dialyzer was then disassembled for further investigation. There were no damages or irregularities noted and the complaint is unconfirmed. A review of the production record was performed. The production record review showed there was one approved temporary dn in the production of this lot. It is unrelated to the reported complaint event. There was no indication of product non-acceptance or deviation in the manufacturing process related to the complaint event. This includes non-conformances, rework, labeling, process controls, and any other occurrence in production that was potentially related to the complaint. The reported lot number passed pyrogen testing, was within sterilization dosage parameters and passed all release criteria. The investigation into the complaint could not confirm the reported event. Continuous improvement is of the utmost importance to fresenius medical care as we strive to provide dialysis products of the highest quality to our patients. Reports of leaking product are investigated both individually as complaints, as well as via the nc/CAPA program, in order to assess and improve our products and processes. Capas for vision systems and blood leak reduction are recent examples of leak related investigations directed at an overall reduction in dialyzer leaks.

Event description:
A user materials manager reported that a dialyzer blood leak occurred during a patient¿s hemodialysis (hd) treatment. In a follow up, the clinic manager indicated the leak occurred 32 minutes into the dialysis treatment. The blood leak was noted as being an internal blood leak. The leak was visually observed within the fibers of the dialyzer. The machine, a fresenius 2008t machine, alarmed appropriately with a blood leak alarm. Blood leak test strips were used and tested positive for the presence of blood. There was no defect or damage noted on the dialyzer. The patient¿s estimated blood loss (ebl) was approximately 300 ml. There was no patient injury or medical intervention required as a result of this event. The patient was restarted on same machine and treatment completed successfully with new supplies. The complaint device was reported to be available to be returned to the manufacturer for evaluation.

Event description:
A user materials manager reported that a dialyzer blood leak occurred during a patient¿s hemodialysis (hd) treatment. In a follow up, the clinic manager indicated the leak occurred 32 minutes into the dialysis treatment. The blood leak was noted as being an internal blood leak. The leak was visually observed within the fibers of the dialyzer. The machine, a fresenius 2008t machine, alarmed appropriately with a blood leak alarm. Blood leak test strips were used and tested positive for the presence of blood. There was no defect or damage noted on the dialyzer. The patient¿s estimated blood loss (ebl) was approximately 300 ml. There was no patient injury or medical intervention required as a result of this event. The patient was restarted on same machine and treatment completed successfully with new supplies. The complaint device was reported to be available to be returned to the manufacturer for evaluation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.